Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to failed right hip replacement. Mom complications: synovitis, pseudotumor, corrosion at the neck and stem junction.

Manufacturer narrative:
After the initial report it was determined that this product has no alleged deficiency against it. The alleged product was reported under MDR 3010536692-2018-00725 . Please void the initial report.